Manufacturer narrative:
We received one 131hvf7 catheter with limited volume monoject syringe for examination. The reported event of the balloon was broken was confirmed. A visual examination found the balloon latex has been torn off between both bond sites and was not returned. There is latex still attached at both bond sites. The catheter body was found to be scraped just proximal of the proximal balloon bond. The thru-lumens are patent and did not leak. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that at the initial inspection before use, that the balloon was broken. There was no allegation of patient injury. The swan ganz catheter is available for evaluation.